Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there is metal particle in the forceps elevator (l-arm). A root cause could not be identified. Based on the results of the investigation, it is likely that metal particle in the forceps elevator (l-arm) caused the customer's allegation. Regarding the metal particle in the forceps elevator (l-arm), the caused could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a residue on the razer bridge, distal end. The issue was found during reprocessing. There were no reports of patient involvement.